Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 48 mg/dl. He over administered insulin for some sugary coffee he had in the morning. The customer had five 4 mg glucose tablets. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics, motor, vibrator and battery tube assembly also, with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.